Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in patient. Reporting rationale: dislodged stent. It was reported that this case was a heavily calcified rca. After the use of multiple guide wires, multiple dilatation balloons and multiple stents which were placed successfully, an attempt was made to place this last stent, a mini vision, proximally. During this attempt, using a dottering technique, the stent became dislodged from the balloon and traveled down to a small side branch below the renals, into the aorta, where it remains. The patient was scheduled for CABG later today because of unsatisfactory results of the procedure, not because of the dislodged stent, which will remain in the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of stent with accessory devices, crossing previously deployed stent, excessive force to retract undeployed stent into guiding catheter or improper/inadequate crimping at the time of manufacture. The lesion was heavily calcified, involving other devices and a dottering technique was used. These factors may have contributed to the stent dislodgement. The root cause is unknown. There is no indication of a quality issue. The patient effect of unretrieved non-resorbable materials in the body is a known likely patient effect associated with stent dislodgement.